Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced leakage around the hub of the device during use. The following information was provided by the customer: verbatim: it was reported, ¿material no: 381412, batch no: unknown. It was reported that staff has noticed leaking around the hub when connected to the IV tubing. Per customer email: missouri center for outpatient surgery is currently using the bd insyte autoguard ref #(B)(4). The staff has noticed leaking around the hub when connected to the IV tubing, mainly with the 20g & 22g catheters. We did notice a change in packaging a while back and feel like this was the time we started to have some issues.¿ found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced leakage around the hub of the device during use. The following information was provided by the customer: verbatim: it was reported, ¿material no: 381412, batch no: unknown . It was reported that staff has noticed leaking around the hub when connected to the IV tubing. Per customer email: missouri center for outpatient surgery is currently using the bd insyte autoguard ref #(B)(4). The staff has noticed leaking around the hub when connected to the IV tubing, mainly with the 20g & 22g catheters. We did notice a change in packaging a while back and feel like this was the time we started to have some issues.¿ found during use. No reports of serious injury or medical intervention noted. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the reported defect. No physical samples were received for testing and evaluation; one photo was submitted for evaluation. The photo displayed three dispensers, one with a 20ga label, one with 22ga label and one with a 24ga label which displayed the lot number and expiration date. One package paper top webs (label). Also included in the photo was an ICU medical label. The reported defect could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. The customer-provided photo did not contain any evidence or information about the units described in the product incident report.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard experienced leakage around the hub of the device during use. The following information was provided by the customer: verbatim: it was reported, ¿material no: 381412 batch no: unknown . It was reported that staff has noticed leaking around the hub when connected to the IV tubing. Per customer email: missouri center for outpatient surgery is currently using the bd insyte autoguard ref #(B)(4). The staff has noticed leaking around the hub when connected to the IV tubing, mainly with the 20g & 22g catheters. We did notice a change in packaging a while back and feel like this was the time we started to have some issues.¿ found during use. No reports of serious injury or medical intervention noted. Summary detail: this complaint is MDR reportable. The incident could have potential to impact medication delivery. Potential to cause serious injury or harm. Event type: leakage/ malfunction.